Event description:
A healthcare provider (hcp) reported that the patient presented to the e.r. Oversedated. The hcp was instructed to program the pump to stopped pump mode. The cause of oversedation was unknown. It was not known if there were any recent programming changes. The medication used within the system was neurontin.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).